Manufacturer narrative:
The reported auto-cycle and display of an alarm, was not reproduced during testing of the returned oxygen gas module in a reference ventilator. Pre-use checks tests passed without any deviation and no alarms were generated during ventilation, nor were any deviations noted during tests in the production test system. The oxygen gas module regulates the inspiratory oxygen gas flow. The customer reported description of the event was confirmed in the received device logs. However, there is no unambiguous conclusion that the received oxygen gas module was the cause for the event. The logs showed that no pre-use checks tests were performed right before the event, the last pre-use checks test was performed one month before. However, a successful patient circuit leakage test was performed prior to ventilation start. After the event, a new patient circuit test was performed, and that test failed due to excessive leakage. The reported problem was not able to be reproduced, therefore the cause could not be determined from/during this investigation.

Event description:
(B)(4).

Manufacturer narrative:
Jan. 27, 2016 01:04 pm (gmt-5:00) added by (B)(6): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator operated normally while it was connected to a patient when it suddenly began to auto cycle and display some alarms. The ventilator was replaced with another one. There was no reported patient harm. (B)(4).